Event description:
Customer reported that they are getting an increased number of canisters being cracked on the bottom. One instance the canister broke during a procedure and the anesthesiologist got bodily fluid in his eye. No product is being returned.

Manufacturer narrative:
Unit was not returned for evaluation. Date code on unit is unknown. Tested sample out of stock at full line vacuum. Unit did not crack or break. Breakage during use is generally caused by handling damage prior to use, or re-cleaning.